Event description:
Account reports they have been getting zero or negative results for uric acid samples that repeat as normal on another instrument. The incorrect results were not used to guide patient therapy. The account repaired the instrument by replacing the sample probe.